Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large needle driver instrument was analyzed and the reported event with the instrument could not be replicated nor confirmed. Visual inspection was performed, and no grip misalignment was observed. The inputs were manually articulated and the grip tips moved accordingly. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the surgeon felt that the large needle driver instrument did not perform some of the movements as expected. The customer replaced the large needle driver instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issue was noted. The surgeon's head was inside the surgeon side console high resolution stereo viewer, and the surgeon was manipulating instruments when the issue occurred. The instrument did not move accurately in the intended direction. There was no shakiness/friction observed by the customer. The issue was persistent, and the surgeon was suturing when the issue occurred. It was confirmed that there was no patient harm due to the alleged issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the large needle driver instrument involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.